Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noisy signal in right ventricular (rv) channel. A lead damage is suspected to be the cause of this issue. Data was sent to boston scientific technical services (ts) for their review and recommendation were provided. No reported asystole. At this time, this system remains in service. No adverse patient effects were reported. Additional information provided by sales representative confirmed the physician decided to implant a new lead. Additionally , due to physician's discretion, the device was also replaced. No additional adverse patient effects were reported.